Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory alert for intermittent ventricular lead noise. Isometric testing confirmed the noise. Programming changes and lead revision were recommended.

Event description:
New information received indicated that additional intermittent oversensing was observed due to lead noise. The device was diagnosing the noise appropriately. The patient will continue to be monitored through merlin.net transmission.